Event description:
It was reported that the patient was experiencing pain across the low back that radiates into the hips and recently begun to radiate up the thoracic spine. It was also noted that the patient was experiencing inadequate stimulation despite multiple reprogramming attempts. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred over the past year from the date the manufacturer became aware of the event.